Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent excision of eroded mid urethral sling, posterior vaginal repair, perineoplasty and pubovaginal sling placement with harvest of rectus fascia on (B)(6) 2008 due to eroded urethral sling, rectocele, and sui. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with laparoscopic assisted vaginal hysterectomy, implant of perigee pelvic support system due to stress urinary incontinence/pelvic organ prolapse. It was reported that patient underwent mesh revision and placement of monarc on (B)(6) 2008. It is also reported that sometime in 2008 the patient underwent another revision due to pain. It is reported that excision of mesh, rectocele repair and a cystoscopy took place on (B)(6) 2011 by due to mesh exposure, dyspareunia, and difficulty with defacation. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent revision of eroded mid urethral sling on (B)(6) 2008 with dr. (B)(6). It was reported that the patient underwent revision of mesh on (B)(6) 2011 with dr. (B)(6). No additional information was provided.